Manufacturer narrative:
The biopsy needle was successfully tested before the exam. All stereo images acquired during the exam were displayed on the screen during the procedure. The investigation in on-going and a supplemental report will be provided if additional information becomes available. Customer's address: (B)(6).

Event description:
Siemens became aware of a patient injury during a biopsy examination on the mammomat inspiration system. It is assumed that the biopsy needle did not reach the targeted area of the right breast and caused hemorrhage to the patient. The patient had to be operated for the hemorrhage. Current status of the patient is unknown and additional information was requested by siemens. The reported incident occurred in (B)(6).